Event description:
During review of the programming history available to the manufacturer, it was noted that a faulted diagnostics test occurred on (B)(6) 2006 that resulted in a change of the intended settings. There is no evidence that this was corrected at the same visit. At the next office visit on (B)(6) 2006 present the programming history available, the patient came in at partially corrected settings. A faulted diagnostics test occurred at this visit as well however the settings were fully corrected prior to the patient leaving the office. No adverse events have been reported as a result of the unintended change in settings.

Manufacturer narrative:
Review of programming history.